Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the bipolar energy was not working. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure could not be completed using the erbe generator. The procedure was completed with the e-100 generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized all ports and recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit was further evaluated by the original equipment manufacturer. The unit generated multiple errors on start-up that could potentially link to the reported "bipolar not working" failure. Troubleshooting led to a malfunctioning cpu sensorik pcb to be the cause. The unit was functioning as intended after passing all the required and recommended testing. Service required: during the servicing, the equipment was calibrated, and a technical safety check was performed verifying that the equipment meets specifications